Event description:
A (B)(6) male underwent evar on (B)(6) 2012. As soon as the dilator was removed there was an immediate bleed back, a stream of blood out of the device. The physician was able to stop the blood flow and complete the procedure. No harm to the pt and the pt is currently during well.

Manufacturer narrative:
(B)(4). Event eval: still under investigation.